Event description:
Reporter has informed us of an event that the inflation line detached from the tube after five days in use and had been fixed to the tube with tape. The inflation line got detached from the tube during replacing the tape. The tube was replaced with another new one. The product was tested before use per the instructions for use and orally inserted. The tube was replaced with another new one. No adverse outcome reported. Event occurred at hosp, another country.